Manufacturer narrative:
The reported event of setscrew difficult to untighten was not confirmed. The pacemaker was returned for analysis. Analysis could not be performed on the problem as the setscrew was not returned and the cause of problem cannot be determined

Event description:
It was reported that during the procedure, the set screw was difficult to loosen and caused difficulty removing the lead from the header. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.